Event description:
It was reported that the patient alert sounded due to high impedance. The lead was explanted and replaced. Additional information received per the sales rep is the notation of a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.